Event description:
Catheter separated from hub. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures doe to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurence.

Manufacturer narrative:
The event is currently under investigation.

Manufacturer narrative:
During the course of investigation, a review of the drawing, manufacturing instructions (mi), quality control (qc), IFU and specifications was conducted in addition to a visual inspection. The product was not returned for evaluation. The product rpn and product lot number are unknown. A photo of the complaint device was provided. The photograph shows a device having its sheath separated from the check-flo assembly and cap. The cap appears to be connected to the check-flo assembly. No visible deformation/damage is observed in any of the components. There is a blue piece of colored shrink tube on the connecting tube of the check-flo assembly. Detection activities have been conducted, the reason for this failure cannot be determined. The product was confirmed to have its sheath separate from the check-flo assembly. It is possible that a defect occurred during a manufacturing process. We will notify the appropriate internal personnel and continue to monitor for similar complaints.